Manufacturer narrative:
(B)(4). The subject rt380 adult dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that the mr290v vented autofeed humidification chamber provided in a rt380 adult dual heated evaqua2 breathing circuit kit was found leaking prior to patient use. The healthcare facility also reported that there was a crack in the chamber dome at the location of the leakage. There was no patient consequence reported.

Event description:
A distributor reported on behalf of a healthcare facility in china that the mr290v vented autofeed humidification chamber provided in a rt380 adult ventilator circuit dual heated with evaqua technology was found leaking prior to patient use. The healthcare facility also reported that there was a crack in the chamber dome at the location of the leakage. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Correction: section g1: mr omid taheri amended to mr diego banuelos. Section d: device details changed to mr290v vented autofeed humidification chamber. Section h11: method: the subject mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare in new zealand for investigation. Our evaluation is therefore based on the information provided by the healthcare facility, and our knowledge of the product. Results: review of the photos provided by the healthcare facility showed a horizontal crack in the chamber dome with stress marks present at the end of the crack. Water was observed inside and on the outside of the chamber. Conclusion: without the subject device, we are unable to determine the cause of the damage to the chamber dome. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."